Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's permanent implant procedure, the physician was only able to implant one scs lead (a csf leak occurred while attempting to implant the 2nd lead) due to the patient's anatomy. The physician performed blood patch and completed the procedure. The patient experienced a headache which resolved after one day.